Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a reported leakage of solution coming from the bonded injection port during injection of contrast dye for a CT scan. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device was returned for investigation. However, photos were provided by the customer. The reported complaint could not be confirmed through the photos. Due to this, no root cause was determined. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
D9: date returned to mfg; 8/4/2025. Device evaluation: one used device and one photo was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed by the photo provided but could not be replicated or confirmed during functional testing.